Manufacturer narrative:
On march 28, 2022, misonix received medwatch user report (B)(4) on behalf of (B)(6) hospital. The report does not match any complaints received in the timeframe of the event. The reported event took place on (B)(6) 2022, while using the nexus® bonescalpel® 10mm blunt blade and irrigation tubing (part number 110-31-1110). A serious injury to the patient or user was not reported. Delay in treatment was not reported. It was reported that "the nexus® bonescalpel® had broken off the handle and fell into the patient. The piece was retrieved by the surgeon and placed in a sterile cup so that it could be sent to the front desk and discarded appropriately. The charge rn agreed the safest thing to do would be to take an x-ray. Md noted no nexus® bonescalpel® blade fragments left in patient." The device history record was reviewed for the nexus® bonescalpel® 10mm blunt blade and irrigation tubing (part number 110-31-1110) involved in the event. Lot #213292 was manufactured in accordance with the device master record. Inspection and test results met specifications. There were no deviations or exceptions noted. No increasing trends of broken blades have been identified for part number 110-31-1110. This is the first report of a blade breakage on lot #213292. The current frequency is below the likelihood of occurrence in the risk management report. There is no change in residual risk or risk-benefit. The nexus® IFU (part number 100-10-1000) contains warnings and cautions to prevent blade breakage. The subject device has not yet been returned to misonix for evaluation, therefore a thorough investigation could not be conducted. Misonix has reached out to the complainant to retrieve the device for further investigation.

Event description:
On march 28, 2022, misonix received medwatch user report (B)(4) on behalf of (B)(6) hospital. The report does not match any complaints received in the timeframe of the event. The reported event took place on (B)(6) 2022, while using the nexus® bonescalpel® 10mm blunt blade and irrigation tubing (part number 110-31-1110). A serious injury to the patient or user was not reported. Delay in treatment was not reported. It was reported that "the nexus® bonescalpel® had broken off the handle and fell into the patient. The piece was retrieved by the surgeon and placed in a sterile cup so that it could be sent to the front desk and discarded appropriately. The charge rn agreed the safest thing to do would be to take an x-ray. Md noted no nexus® bonescalpel® blade fragments left in patient."